Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV. Device evaluation: visual analysis of the returned device identified green particles in the shell and fold creases. A leak test identified no openings. The fill test inspection was performed, the result was no blockage. Microscopic analysis identified a broken plug strap with a sharp edge assessed as an unidentified tear opening. Based on the device analysis the final assessment is no openings, and no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and an "exchange from textured implants due to concern with the implant." Device has been explanted and replaced.